Event description:
It was reported that this pacemaker was suspected to be depleting prematurely due to sudden changes in the expected longevity. The device was implanted in april and as of today, the remaining longevity is 1.5 years. Previously right atrial (ra) lead issues were reported, such as high capture thresholds, noise and low out of range impedance measurements, therefore, a revision procedure is scheduled. The field representative inquired if this device should remain implanted due to the longevity issues exhibited. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption has been abnormally high since implant. Engineering also discussed that the previous reported allegations related to the ra lead can result in ineffective pace therapy, rapid device depletion and in some cases, corrosion of the pacing lead. A device and ra lead replacement were recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely due to sudden changes in the expected longevity. The device was implanted in april and as of today, the remaining longevity is 1.5 years. Previously right atrial (ra) lead issues were reported, such as high capture thresholds, noise and low out of range impedance measurements, therefore, a revision procedure is scheduled. The field representative inquired if this device should remain implanted due to the longevity issues exhibited. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption has been abnormally high since implant. Engineering also discussed that the previous reported allegations related to the ra lead can result in ineffective pace therapy, rapid device depletion and in some cases, corrosion of the pacing lead. A device and ra lead replacement were recommended. Additional information was received that this device was explanted and replaced. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely due to sudden changes in the expected longevity. The device was implanted in april and as of today, the remaining longevity is 1.5 years. Previously right atrial (ra) lead issues were reported, such as high capture thresholds, noise and low out of range impedance measurements, therefore, a revision procedure is scheduled. The field representative inquired if this device should remain implanted due to the longevity issues exhibited. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption has been abnormally high since implant. Engineering also discussed that the previous reported allegations related to the ra lead can result in ineffective pace therapy, rapid device depletion and in some cases, corrosion of the pacing lead. A device and ra lead replacement were recommended. Additional information was received that this device was explanted and replaced. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product has been received for analysis.